Manufacturer narrative:
Information missing from importer report: model #, catalog #, serial #, unique identifier (UDI) #. Patient event code labeling statement: n/a. Discussion of missing information: additional follow-up will be performed to attempt to obtain the missing information.

Event description:
On 14-may-2019, a spontaneous report was received from a consumer regarding a (B)(6)white male who was being treated with epiceram (dressing) and assessed as not reportable (non-expedited medical device). On 16-jul-2019, additional information was received from a consumer and the case was reassessed as serious injury with a causality assessment of possible (reportable medical device report). Medical history included dry skin, diabetes, asthma, knee problems, high cholesterol, and back problems. Concomitant products included: metformin and simvastatin. On (B)(6) 2019, the patient started treatment with epiceram at "2 pumps" on each leg, topically, once, for dry skin. On (B)(6) 2019, a few hours after starting the product, the patient experienced both legs broke out in a pimply rash, were "beet red," a "mess," and feverish and he developed blisters on his right leg. On an unreported date, the patient was treated by his doctor, who used "a machine to peel the blisters off" and put on an unspecified steroid cream. The patient also washed his legs with a mild soap (cetaphil) and his legs "burned" when that happened. As of (B)(6) 2019, he had his legs covered in gauze as they needed to be covered, and he reported his events were improving. As of (B)(6) 2019, his legs were blistered and scabbed. On (B)(6) 2019, the pimply rash was ongoing and his legs were "a bloody mess." The event of his legs were beet red had resolved "a few days after it happened." The events of his legs burned and were feverish had resolved on an unreported date or dates. As of (B)(6) 2019, it was learned the patient was being treated by a specialist for second degree burns. The outcomes of the events of scabbed and legs were a bloody mess were unknown. No additional information was provided.